Manufacturer narrative:
The report was received from our affiliate indicating that the procedure was percutaneous transluminal angioplasty to a lower limb target site via contralateral approach from right groin. During the procedure, a leakage approximately two to three centimeters from the hub was noted. The slalom thrill dilatation balloon was withdrawn, and the procedure was successfully completed with dilatation balloon. There were no adverse effects to the patient. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon leakage.